Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 250 (mg/dl) range. Reportedly, the cause of the elevated bg level was unknown. In order to address impacted bg level, the customer set a temporary basal rate to increase the customer's basal rate. The contact believed the customer chose "too long" of a duration for the temporary basal rate, which resulted in a low bg level of 59 mg/dl. The customer consumed carbohydrates to address low bg level. Additionally, it was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's bg level was not impacted due to the wake button issue. Reportedly, customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue. Additionally, a different issue was found.